Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that about a week ago when she was delivering insulin, the cap was foggy, wet, and smelled like insulin. The blood glucose reading was 168mg/dl. No further information was provided.